Event description:
The manufacturer received information alleging that a simplygo mini device. The patient stated her device does not seem to be charging, just tried plug the device in and it sparked. There was no report of medical intervention. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.